Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2021 product type catheter product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2021 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 12-may-2023, UDI#: (B)(4) ; product ID: 8780, serial/lot #: (B)(6), ubd: 18-aug-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative via a healthcare provider (hcp) regarding a patient receiving intrathecal dilaudid (hydromorphone) 20mg/ml at 3.001mg/day via an implantable pump for unknown indication for use. It was reported that the patient felt like his pain had increased and he was no longer getting relief with his pump. Actions/interventions taken to resolve the issue included the physician deciding to revise catheter. Physician cut catheter where it entered the spine and spliced a newly placed spine segment to existing pump segment to revise catheter. Unknown if any environmental/external/patient factors may have led or contributed to the issue. The issue resolved at the time of this report with patent's status being "alive-no injury". The patient's weight and medical history was asked but made unknown.